Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient saw a power on reset (por). Patient reported they didn't think their device was working anymore because it was acting up, patient clarified they didn't think their patient programmer was working because they couldn't get the numbers pulled up on their programmer and all they could get was a por message. Patient was redirected to their healthcare provider. No symptoms were reported. No further complications were reported or anticipated.